Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), product type programmer, patient; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2010, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported the patient&#38112;problems with their device had not been resolved. The patient noted there were still unable to adjust stimulation and could "barely feel the sensation" and it's "not where it's supposed to be". It was reported the patient was seeing the same icon as the previous calls with the implantable neurostimulator (ins) with the lightning bolt across it. It was noted that when the device is working it's awesome and the patient doesn't have to take their pain meds but "it's not working". It was noted the patient was implanted in 2010 and they think it "might be dead."

Event description:
Additional information received reported the patient is still having concerns with their device or therapy, however an appointment on 2014-(B)(6) has with their health care provider (hcp) or manufacturer representative.

Event description:
It was reported that the caller typically left their stimulation on one setting but beginning a ¿couple of weeks¿ prior to report they noticed that stimulation would get ¿weaker¿, come back to ¿normal strength¿ and get weaker again. It was noted that it was ¿like it was oscillating.¿ the caller moved and did not have a new healthcare professional (hcp). The caller also noted that their ¿programmer did not work.¿ the caller noted seeing a screen that had the implantable neurostimulator (ins) and a lightning bolt. It was reviewed by the manufacturer representative that this screen meant they could not adjust because the stimulation was turned off. The caller indicated that they did not have access to the patient programmer and would call back when they had it to troubleshoot. Additional information received reported that the patient just got out of the military last year and had to wait three more months to get in and see an hcp about the ins. The patient stated that they were having ¿issues¿ and wanted help before then. The patient stated that they felt like they could not control the stimulation. The patient stated the stimulation level would be fine and then it would ¿gradually get weaker.¿ the patient noted that stimulation would then start to work its way ¿back up again to where it was fine.¿ it was noted that this caused the patient pain in their lower back and ¿shooting down¿ both legs when it got low. The patient noted that this started in (B)(6) 2013 but had become ¿real bad¿ in the last three weeks prior to report. The patient stated they thought their ins was ¿getting weak.¿ the patient stated that when the attempt to increase stimulation on the programmer they observed a message of a ¿square device with a lightning bolt coming out of it.¿ the patient stated that they did not have their patient programmer with them. Additional information was requested but was not available at the date of this report.